Manufacturer narrative:
Investigation summary: no sample (including photos) were received for evaluation, therefore root cause cannot be determined. DHR review for batch 6204937 (p/n 305902): manufacturing dates: 8/14/2016 to 8/15/2016. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6204937 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Unconfirmed: bd was not able to confirm the customer¿s indicated failure. Investigation conclusion: no root cause can be determined as no samples were received.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use a bd safetyglide¿ shielding sterile im hypodermic needle was found with foreign matter as black markings were on the patient¿s skin after injection.¿ there was no report of injury or medical intervention needed.